Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. A visual inspection of the returned photo(s) noted two images of the device was inside of a tissue cavity. Staple pushers could be seen up proximally in both images. Staples were protruding at the 4cm cut line in the top image. Staples were protruding from the 3cm cut line in the bottom image. It was reported that the instrument was partially fired. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot#n4h1541y); sigadaptxl, sig power sigadaptxl linear xl adapter, (sn:unknown); sigphandle, sig power sigphandle handle, (sn:unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the sleeve gastrectomy, the first 60mm reload was applied to the stomach for transection and stapling but it could not complete its firing, the reload could only be fired roughly 30mm before stopping. A second 60mm. Reload was used but the reload could only be fired around 40mm before it stopped. To resolve the issue, a new 45mm. Reload was used to complete the section of firings. The surgical time was extended for 10 minutes. There was no patient injury.